Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Product family: model: sc-2317-70 . Serial: (B)(6). Batch: 7056553. Product family: model: sc-2317-70 . Serial:(B)(6). Batch: 7070363.